Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned treatment procedure proceed when the issue happened. The procedure was completed by using another system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, it shows that malfunction of the frontal ip-pc. To resolve the issue, fse re-created the image store, erasing all ip pc images and freeing up disk space for the customer to manage images. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk space was too low, preventing exposure and cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.